Event description:
It was reported that the patient experienced increased spasticity and dystonia. The pump contained lioresal; concentration and daily dose not reported. The patient was taken to surgery; the hcp was unable to aspirate from the pump side port or directly from the catheter. The catheter was pulled down and they were still unable to aspirate. The pump was bolused on the back table and there was drug noted at the side port. The hcp suspected a catheter occlusion, hole or kink. The catheter was replaced. Final patient outcome was not reported.

Manufacturer narrative:
Results - used for the catheter.